Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was getting good stimulation in the hospital. Three hours after the patient returned home, they lost stimulation. The rep met the patient at the hospital and attempted to move stimulation along the lead, but each location produces tightness in the back similar to a muscle spasm. The rep stated there was possible ligament stimulation. The rep reported that all impedances were fine. They didn¿t have any values, but all impedances were green. The rep stated the patient was going to have an x-ray on (B)(6) to compare lead position. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3778-60, serial# : (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient had the lead replaced because it was pulled out of the epidural space. It was reported that the patient was getting excellent coverage. No further complications are anticipated.